Event description:
It was reported to nova biomedical that a consumer received a result of 424 mg/dl on their blood glucose meter. The consumer administered 10 units of insulin based on that result. Subsequently she experienced a hypoglycemic event that caused the consumer to fall down stairs requiring medical intervention. The consumer's parent did not report any injuries from this fall. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.